Manufacturer narrative:
Inspected one random opened/used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose was 38 mg/dl. The customer treated with glucose tablets. The customer's current blood glucose was 82 mg/dl. The customer declined to troubleshoot for their low blood glucose. The customer also reported having issues with the sensor. The sensor was returned for analysis.